Event description:
Rptr noted posterior capsule tear occurred during procedure due to user error. Anterior vitrectomy and peripheral iridectomy done, and iol implanted in the sulcus. Sutured wound to close. Pt reportedly recovering well.